Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "ruptured." Device has been explanted.

Event description:
Patient reported right side "ruptured." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Observed red particles in the shell and broken device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."